Manufacturer narrative:
Investigation summary: a complaint of a misassembly was received from the customer. One unopened sample returned for investigation. Through visual inspection, the customer complaint was confirmed. The roller clamp was assembled upside down. A device history record review for the model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an assembly error during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported sec set 20dp 30in w/hanger ll was defective with an upside-down roller clamp. The following information was provided by the initial reporter: "my infusion department gave me a defective secondary set. The roller clamp is upside down."